Event description:
It was reported that the machine displayed helium loss alarm while pumping during preventative maintenance. No report of patient inv olvement. The pneumatic control system has been replaced. The machine was returned to service.

Manufacturer narrative:
(B)(4). Returned for investigation was a pcs assembly. All valves were individually tested by powering them on and off using an external power supply, and no abnormalities were noted. The pcs assembly was unable to be functionally tested due to the sheared screw in the cold trap port. A device history record (DHR) review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of helium loss alarm is confirmed. Upon receipt of the returned pcs assembly, the cold trap port was noted with a sheared screw stuck inside, which can cause the reported issue. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specifications during the complaint investigation due to the sheared screw in the cold trap port. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the machine displayed helium loss alarm while pumping during preventative maintenance. No report of patient inv olvement. The pneumatic control system has been replaced. The machine was returned to service.